Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the manual extraction, this right ventricular (rv) lead was pulled back to the clavicle but the tip broke off then went to rv and back up toward the svc (superior vena cava). Right groin snare was placed but the tip could not be retrieved. The patient was then brought to the operating room (or) and the lead tip was successfully removed. This rv lead is no longer in service. There were no additional adverse effects reported.